Event description:
It was reported that patient came in for line insertion (B)(6) 2013 and had sutures removed (B)(6) . Cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.